Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 20.4 mmol/l, 25.5 mmol/l, 7.5 mmol/l, and 7.5 mmol/l on the aviva system. Reporter did not indicate if pt modified therapy based on these values. No adverse event was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.